Event description:
Front and back defibrillator pads placed. When current applied, there was a spark noted from the front pad at the place where the wire inserts into the pad. The lot number is not known as the packaging was discarded. The current lot number in use on this unit is 2897.